Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a timeout had occurred on the device, and it did not show that the registered user had accessed the particular medication. The field service engineer worked with customer to simulate the medication removal of lorazepam 2 mg vial in the helmer refrigerator bin 1.2 and allowed the system to time out, reviewed the event log which showed the cancelled transaction, confirmed that the issue could not be replicated, reviewed the failure analysis report which showed no hardware failures for the helmer refrigerator but identified multiple door 1 failures, and resolved the issue by replacing the latch for door 1 and cleaning the connectors for doors 3 and 4. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, timeout activity for a medication device was not displayed. The customer experienced a timeout when a medication was removed from the attached helmer unit. After running a log in activity report, they found that the rn was listed with a 'timeout' entry. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.